Event description:
The device was being utilized through a scarred groin without the aid of a sheath. Upon removal, two of the marker bands came off. The patient was having surgery the following day, at which point, the surgeon located and removed one of the bands.